Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture at maximum output. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well.

Manufacturer narrative:
A partial lead with the connector end of the lead measuring 40.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.